Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer stated they were at a water park and the insulin pump got splashed at. They had received a sudden vibration followed by a blank display immediately after the insulin pump¿s exposure to moisture. The customer¿s blood glucose level during the incident was unknown. They put a new battery and it was making a noise. All they could see on the device¿s screen was the logo. The light was not coming on. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.